Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. However, the most probable cause of the reported event can be attributed to user handling. The instruction manual has a warning to reduce the risk of injury which states, ¿impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿ if additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the tip of the device broke off and was dislodged into the patients bladder during a transurethral resection of a bladder tumor. The broken device fragment was broken into pieces with the use of a holmium laser and then removed it from the patient. The procedure was completed. No patient injury reported.